Manufacturer narrative:
An event of valve dysfunction and infection of the annulus was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2002, a 25 mm masters series mechanical heart valve standard cuff (serial number unknown) was implanted intra-annularly in the mitral position using everting mattress sutures with pledgets on the inflow side. A dedicated sizer set 905 was used to aid in valve size selection. On (B)(6) 2018, the valve was explanted due to prosthetic valve dysfunction which resulted in acute cardiac failure. A 25 mm masters series mechanical heart valve ptfe cuff was implanted. Per report, infection was observed around the patient's mitral annulus and it is reported that the surgeon believes the tissue between the sewing cuff and the annulus became disrupted due to the infection which caused the perivalvular leakage. No anomalies were noted on the explanted valve. The patient is reported to be stable.